Event description:
It was reported that the patient presented in the emergency room with a presenting heart rate in the thirties. The pulse generator exhibited loss of output and could not be interrogated. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator exhibited premature battery depletion which likely contributed to the reported complaints. Despite extensive testing the root cause of the anomaly could not be determined. The battery was sent to its manufacturer for further investigation.